Event description:
On november 14th, the user contacted dario to report high blood glucose (bg) readings. The user reported that he received from his dario meter readings higher by 40 mg/dl compared to his non-dario meter. Due to this difference in his bg readings, the user reported that he missed several hypoglycemic events, which he only recognized due to having tremors.

Manufacturer narrative:
Multiple attempts to follow up with the user were made, however, no response has been received to date. There is not enough information available to further investigate this case.